Event description:
Vial2bag connector needle was bent. Found by cath lab nurse. Does not seem to be due to forceful connection upon inspection. Bent plastic is firm and not "wobbly" as might be expected if it was broken by force. Might be a manufacturing issue. Manufacturer response for set, i.v. Fluid transfer, vial2bag dc (per site reporter): rep was made aware by pharmacy, unknown response.